Event description:
It was reported that a transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx closure device was implanted. Thirty-eight days post-implant the patient experienced a fall and a tia. The patient was hospitalized and discharged six days later. The patient has underlying dementia and lives in an assisted living. It is unclear if the patient had been compliant with the oral-anticoagulation medication regimen post-implant. At the 45-day routine follow-up, no thrombus was observed. The patient was switched from xarelto to eliquis and is expected to remain on xarelto until the next follow-up. It was further reported that the cerebral infarction was confirmed on imaging, however the diagnosis of tia was not. Therefore, with input from boston scientific's medical safety team, this complaint has been updated from tia to a cerebral vascular accident (cva) as tias are not likely to be seen on imaging.

Manufacturer narrative:
B5: updated from tia to cva h6: updated from tia to cva.

Event description:
It was reported that a transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx closure device was implanted. Thirty-eight days post-implant the patient experienced a fall and a tia. The patient was hospitalized and discharged six days later. The patient has underlying dementia and lives in an assisted living. It is unclear if the patient had been compliant with the oral-anticoagulation medication regimen post-implant. At the 45-day routine follow-up, no thrombus was observed. The patient was switched from xarelto to eliquis and is expected to remain on xarelto until the next follow-up.